Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main control keypad assembly and after observing proper operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would intermittently fail to deliver defibrillation energy when pressing the shock button. There was no patient use associated with this event.